Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. Corrected data: b5/h10 - into the patient's left eye (os) on (B)(6) 2019 should be corrected to (B)(6) 2019 in supplemental medwatch report #1. Claim#: (B)(4).

Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). Per the reporter on (B)(6) 2020, "lens needs to be exchanged for a larger size." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.1mm tmicl12.1, -14.50/4.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Low vault with rotation was observed. The lens was repositioned on (B)(6) 2019, this did not resolve the problem. On (B)(6) 2020 the lens was removed and replaced for a longer length lens. This resolved the problem. Cause of the event is reported as "too small lens size.". H6 - patient code: 3191 - secondary surgical intervention, lens exchange, repositioning. Claim# (B)(4).

Manufacturer narrative:
Corrected data: g4 - date received by manufacturer: 31/jan/2020 should have been included in supplemental medwatch report #1. H6 - device code: 2923 should have been included. D10 - returned to manufacturer: 12/feb/2020 should be corrected to 13/feb/2020. Claim#: (B)(4).